Manufacturer narrative:
One device was returned for repair in used condition with no physical damage. Functional test was performed, and primary problem was replicated. Inserted ac power to powering up device and observed the issue. Device was found to be alarming with no display. Replaced microprocessor unit (mpu) board and to resolve the issue. The device passed all functional tests after the repair.

Event description:
It was reported that device has no display with alarm. There was no patient involvement.